Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.9, 2.0, lab: 1.4, 1.4. Caller also reported imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 1.9, 2.0. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 1.9, 2.0, reference: 1.4, mean: 1.77, confidence limits: 1.2-2.3. Inratio2 precision data provided by end-user: first inr: 1.9, second inr: 2.0, mean: 1.95, sd: 0.07, percent cv: 3.63. Analysis of customer's data revealed that inratio2 and reference test result comparison and repeated inratio2 test result comparison meet both accuracy and precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Per complaint issue, patient has hypothyroidism and is taking a list of medications. Per product insert, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." In addition, "liver disease, congestive heart failure, thyroid dysfunction, and other diseases or conditions can affect the action of oral anticoagulants and the inr value." (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.